Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(4) (aviva system), is related to case with patient identifier (B)(4) (nano system).

Event description:
The caller reported that his wife tested on her aviva system (B)(4) and got results of 575 mg/dl and 234 mg/dl. The customer then tested on her husband¿s nano system (B)(4) and got a result of 224 mg/dl. All three readings were obtained within ten minutes. No adverse event was reported. Return of the suspect device was requested for evaluation.